Manufacturer narrative:
Corrected data: in initial report, the manufacturing date was incorrect; therefore, it has been corrected in this supplemental report. The following field was updated accordingly: device manufacture date: (B)(6) 2008 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with stage 2 diffuse lamellar keratitis (dlk) in the right eye (od). It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient noted of a little irritation. The patient reported the symptoms are not interfering with daily activities. Uncorrected visual acuity (ucva) was 20/20. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.75 x -.75 x 0; left eye pre-op 20/20 -1.00 x -.50 x 30.